Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which the patient experienced vomiting, lethargy and diabetic ketoacidosis. The patient also felt out of the body and had high blood glucose level reported to be over 500 mg/dl, which was treated with pump and syringes for injections. Subsequently, the patient was hospitalized where the patient was treated with intravenous drip for fluid and dehydration. Bent cannula occurred on the first day of use and the infusion set had been in use for one day. The site location was patient's stomach. The patient had issues with hardened tissue and rotated sites a lot. The patient stayed in the hospital for three days. Patient's blood glucose level at the time of this report was 168 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.